Event description:
Preoperative diagnosis of mandibular hypoplasia. Admitted in 2008 to the same day surgery center and underwent a bilateral sagittal split osteotomy with midline osteotomy. Intraoperatively the 2.0mm self-tapping screw fractured underneath the head. -torsional failure- the threaded bottom of the screw remains in the patient minus the screw head. No patient harm as per the surgeon.